Event description:
Event description cpi received information that the patient was admitted to the emergency room after receiving multiple shocks from the implantable cardioverter defibrillator (ICD). Low pacing lead impedance measurements were noted and a loss of capture was observed.